Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was charging their computer and laid the cord and docking station across their stomach. Subsequently, the pt felt a twinge or shocking that occurred twice in the stomach. The pt also had nausea. The location of the pt's symptoms were the stomach and the lead location. Add'l info has been requested, but was not available as of the date of this report.